Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was having a procedure done and there was observations of high, out-of-range pacing and shock lead impedance measurements. Therapy was turned off at the time of the procedure. Both the daily measurements and in-clinic measurements confirmed the values have returned to baseline. Isometrics was performed and there was no noise. At this time, the device remains in service. No adverse patient effects were reported.